Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the touchscreen of the pump became frozen and then intermittently displayed the reset screen unexpectedly. Customer reported a blood glucose (bg) level of 400 (mg/dl). Customer addressed their bg level with insulin injections, and reverted to insulin injections for diabetes management.